Event description:
The account stated the brakes keep popping out of the brake position.

Manufacturer narrative:
The technician found the brake roller bushings were notched, allowing the cam to roll off the set position. He replaced the brake roller bushings and adjusted the brake/steer system to repair the bed.